Manufacturer narrative:
The product was returned and the failure mode was not confirmed. During inspection of the 10mm, 33cm peek monopolar handle, dings and scratches were noticed throughout the shaft of the device. Functional inspection:the 10mm, 33cm peek monopolar handle passed the insulscan test. Final testing:the handle was tested using a known good insert. The insert was installed successfully within the handle and was able to open and close properly with no known issues present. The probable root cause/s could be normal wear or user mishandling, due to there being dings and scratches throughout the shaft of the device. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. During inspection of the 10mm, 33cm peek monopolar handle, dings and scratches were noticed throughout the shaft of the device. Functional inspection: the 10mm, 33cm peek monopolar handle passed the insulation integrity test. Final testing: the handle was tested using a known good insert. The insert was installed successfully within the handle and was able to open and close properly with no known issues present. The probable root cause/s could be normal wear or user mishandling, due to there being dings and scratches throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.